Manufacturer narrative:
The insulin pump was not in manufacture mode. However there was a low battery alarm, replace battery alarm, and power error alarm are confirmed in the long trace file. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got low battery alarm on insulin pump. The customer's blood glucose was 17.1 mmol/l. The customer called back to report that insulin pump powered off last night. The product was returned for analysis.